Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found that it was overdischarged. The returned device was subjected to a series of st andard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the ins was functioning within specifications but has reduced capacity due to overdischarge{s}. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient could not charge their battery. The rep stated that it sounded like the battery was in overdischarge. They reported that the patient failed to charge their battery. The rep stated that the patient was coming in on (B)(6) and they would attempt a physician recharge mode (prm). No symptoms were reported. No further complications were reported. Follow up was conducted. Additional information received from a manufacturer representative (rep) on 2018-jul-16. The rep indicated that it was unknown when the overdischarge was first noticed. They would have to ask the patient when they come in. There were no patient symptoms reported and no complications reported. Additional information was reported that the patient's battery was replaced due to trouble with charging the battery and being overdischarged. No further information was reported.